Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: review of the black box data revealed records of call service alarm 064 (occlusion during prime.) On investigation, the pump powered on normally. Rewind, load and prime sequence was successfully completed and the pump exercised for 24 hours without the occurrence of error, warning or alarm. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.